Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the tines on the screwdriver broke off during regular and proper use of the product. Tine was never recovered.the broken piece was not recovered from the patient. Surgical delay- 5 minutes.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the device associated with this reported event was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.